Event description:
The syringe was being used to flush the arterial port of a tessio catheter. The tip of the syringe broke off in the end of the catheter port. This did not result in an adverse pt event. Two days later, while opening packaging end removing the red cap, two syringes were found to have broken tips. All syringes were removed from svc and replaced by syringes from another MFR.